Event description:
It was reported that the device coating was damaged. This 035/260/1 (bx/5) amplatz super stiff guidewire was selected for use during a carotid intervention procedure. During the procedure, while inserting the guidewire into the sheath, it was noticed that the coating on the proximal end of the guidewire was damaged. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, visual inspection of this guidewire revealed a jump coil/deformation in the guidewire and the coating was peeling. Based on the investigation, the clinical observations were confirmed.

Event description:
It was reported that the device coating was damaged. This 035/260/1 (bx/5) amplatz super stiff guidewire was selected for use during a carotid intervention procedure. During the procedure, while inserting the guidewire into the sheath, it was noticed that the coating on the proximal end of the guidewire was damaged. The procedure was completed with another of the same device. There were no patient complications. It was further reported that the coating on the wire had shifted and became bumpy at the middle and end of the body of the wire. The wire was in the patients body with a diagnostic catheter and became stuck. The catheter and wire were removed from the body.

Event description:
It was reported that the device coating was damaged. This 035/260/1 (bx/5) amplatz super stiff guidewire was selected for use during a carotid intervention procedure. During the procedure, while inserting the guidewire into the sheath, it was noticed that the coating on the proximal end of the guidewire was damaged. The procedure was completed with another of the same device. There were no patient complications. It was further reported that the coating on the wire had shifted and became bumpy at the middle and end of the body of the wire. The wire was in the patients body with a diagnostic catheter and became stuck. The catheter and wire were removed from the body.